Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that her husband experienced high blood glucose level. Customer¿s blood glucose level was 444 mg/dl at the time of incident and current blood glucose level was 134 mg/dl. Trouble shooting was declined customer¿s wife. The insulin pump will not be returned for analysis.